Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm. The device was completely removed and the procedure was completed with a different device. No patient complications nor patient injury were reported. The patient was in good condition after the procedure.